Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and amnesia ("memory loss") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, fatigue, hormone level abnormal, weight decreased, weight increased, headache, migraine, alopecia, depression, anxiety and amnesia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos deleted and new events pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), fatigue, hormonal changes, weight loss, weight gain, headaches, migraine, hair loss, depression, anxiety and memory loss added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.